Manufacturer narrative:
A complete lead was returned in one piece for investigation. The s-curve was found to be within specification. All other analysis was normal and no anomaly was found.

Event description:
Related manufacturer reference number: 2938836-2019-06039. It was reported that when the patient presented for a follow-up in clinic, the right ventricular and left ventricular leads were dislodged. The physician elected to explant the leads and the patient was stable following.